Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021 for 3 days. The customer¿s blood glucose level was 859 mg/dl at time of incident. Another blood glucose level was over 600 mg/dl and 272 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged that insulin pump was under delivering. Customer stated that they performed displacement test and insulin pump passed it. The device will not be returned for analysis.